Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 20mg/ml at 4.98mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that the low reservoir alarm was occurring. The patient stated that they had moved back from (B)(6) and was looking in to getting seen by the healthcare provider but had not established care. Per the patient it might be up to 2 weeks. The patient stated they hadn't decided if they were going to continue to use the pump. There were no reported patient symptoms. Additional information received on 2016-oct-26 reported that they decided to turn the pump off and no longer use it. Per this reporter there had not been drug in it for some time. The authorization for the pump off password was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.